Manufacturer narrative:
This report is submitted on march 22, 2018. (B)(4).

Event description:
Per the clinic, the patient experienced pain at abutment site; subsequently, the patient was treated with an injectable steroid (date not reported).

Manufacturer narrative:
It was reported that the patient underwent revision surgery, in order to convert the patient to a subcutaneous baha implant system. During the procedure, the internal magnet was removed and an abutment was placed on the internal fixture.